Event description:
Left hip replacement using the depuy pinnacle device in (B)(6) 2008. Pain, levels of metal noted in blood test 5 times normal, burcitis on outer portion on hip along with swelling in the hip area. Unable to walk without limp or pain since surgery. Blood test and extensive MRI revealed problems associated with hip implant. Scheduled surgery to change ball and cup of the pinnacle device in (B)(6) 2011.